Manufacturer narrative:
After the initial procedure on (B)(6) 2025. The patient noted swelling and it was found at follow-up on (B)(6) 2026, the imp-07 device had migrated from the target location of the wrist to around the elbow area of the patient. Due to the migration, the imp-07 plug was occluding the main vessel which resulted in the swelling and the decision of the physician to perform the "cut-down" procedure and explant the device. No serious clinical adverse event to the patient was reported and the patient was discharged from the hospital and is stable. A benchtop investigation was not performed since the device was explanted from the patient and discarded at the hospital on (B)(6) 2025. The device could not be returned to (B)(6). Additionally, communication through video conference with (B)(6), a representative from (B)(6) - taiwan branch (smm taiwan distributor) was conducted with sales, (B)(6), and marketing, (B)(6), representatives from (B)(4) to discuss the possible root cause(s) for the migration. As all representatives from either parties ((B)(6) were not present at the procedure, all discussions were gathered from the information that was initially reported from the hospital to ms. (B)(6). One possible root cause was believed that the vessel may have dilated after the initial procedure on (B)(6) 2025 and the plug became dislodged from the target location. It was also assumed the migration did not appear to be a device deficiency and more of an anatomy anomaly, in their opinion. However, without further information or case images and videos, a definitive root cause could not be confirmed at this time. Furthermore, a review of the lot history record and associated lot release testing documentation for the reported device lot was performed. There were no anomalies, deviations, or unresolved issues identified that could be linked to the reported migration event. All inspection and release criteria were met at the time of manufacturing, and the device met all established product specifications prior to distribution. A supplemental report will be filed should additional information be received from the complainant. Shape memory medical complaint reference number: (B)(4).

Event description:
During an arteriovenous (av) shunt case on (B)(6) 2025 in taiwan, the physician implanted an imp-07 device near the wrist of the patient. When the patient returned for a follow-up on (B)(6) 2026 due to concerns of swelling, it was found the device had migrated proximally (up towards the elbow area) which occluded the main vessel. The physician performed a cut-down to remove the imp-07 device and it remains explanted from the patient. No serious clinical event occurred to the patient and the patient is stable.